Event description:
A peritoneal dialysis registered nurse (pd) rn reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2022 for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The culture resulted positive for cellulosimicrobium cellulans and oerskovia turbata. The cause of the peritonitis has not been determined. The patient completed the antibiotic regimen (date unknown), and a repeat culture (date unknown) was negative. The patient has recovered from the peritonitis event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted positive for cellulosimicrobium cellulans and oerskovia turbata. Both organisms can be found in the soil, sewage, and water and rarely infect humans; however, when they do it has been in immunocompromised hosts and patients with medically relevant implants. This suggests a breach in aseptic technique, although a cause has not been determined. Most cases of peritonitis are the result of touch contamination where the patient inadvertently breaks sterile technique and contaminates the catheter or its connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2022 for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The culture resulted positive for cellulosimicrobium cellulans and oerskovia turbata. The cause of the peritonitis has not been determined. The patient completed the antibiotic regimen (date unknown), and a repeat culture (date unknown) was negative. The patient has recovered from the peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.